Manufacturer narrative:
Further information noted the physician does not remember exactly when the event occurred (best estimate provided) and certain details were not known. Patient- and product-specific information and implant/explant dates are unavailable, not known; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient on impella 5.5 support passed away from a stroke following impella explant. It was believed that a thrombus dislodged during explant, resulting in the noted stroke and resulting death. No further details were available from the site.